Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor went to deploy the angio-seal device per the instructions for use (IFU). He had good location technique and separated the angio-seal from the sheath per instructions. When he pulled to deploy the entire device pulled out, so he had to hold pressure. It appeared the anchor did not deploy outside the sheath and stayed in the sheath which lead to no purchase with the artery wall. He cut the sheath after the case to locate the anchor and it was still inside the sheath. Manual pressure sealed the arteriotomy. It was 6fr. Angio-seal device. The patient did well and the estimated blood loss was less than 250cc. Additional information was received on 06feb2024: the procedure was a renal artery stenting procedure. A pre-deployment angiogram was performed. The patient was stable. Manual pressure was used to achieve hemostasis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).